Manufacturer narrative:
Inspected 1 opened/used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was fractured while in the body. Customer¿s blood glucose level was 14.2 mmol/l. Customer reported that the sensor was no longer in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.